Manufacturer narrative:
The manufacturer is unable to contact the initial reporter as patient information was withheld from the maude event report mw5030835. This MDR includes all information received to date. The device was not returned to the manufacturer for physical evaluation and the lot number was not able to be obtained to date. Medical records are not available. This report is being submitted as part of a system level review. Based on the information provided, it is unknown how the device may have caused or contributed to the event. A supplemental report will be submitted upon completion of the plant's investigation. This is related to mdrs #: 8030665-2014-00364 and 8030665-2013-00579.

Event description:
The following was reported via a maude event report (mw5030835). A peritoneal dialysis patient developed a multi organism peritonitis. The patient had cloudy effluent which was reported to be e coli, citrobacter braakkii and (2) anaerobes. The patient was administered antibiotics for one month while being treated as an outpatient. The patient was then administered antibiotics by mouth and intraperitoneal. On approximately (B)(6) 2012, the patient was brought to the emergency room with severe abdominal pain, diarrhea, vomiting and fever. The patient was reported to be in the hospital for 6 days with life threatening peritonitis. The patient began hemodialysis. The patient was discharged from the hospital with antibiotics and continued hemodialysis treatment for four months. The patient reports having lost fluid due to the peritonitis causing low blood sugar during treatments. It is reported that a leak was identified in the tubing during treatment.